Manufacturer narrative:
Of the 144 allegations of a malfunction, 66 pumps were returned to animas and investigated. Of the investigated pumps, 64 were found to be malfunctioning due to battery compartment cracks and battery compartment threads being damaged. During investigation for unrelated complaints, there were 196 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 144</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-87 years of age and between 24 and 249 pounds. Of the reported patients, 62 were male and 82 were female.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 55 instances of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device analysis: in quarter 2 of 2019, there was 1 instance of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.